Event description:
The patient received the scs system on (B)(6) 2011. It was reported the patient observed a low ipg battery warning on the patient programmer. Patient has stimulation. Patient is scheduled to meet with the sjm representative to troubleshoot the issue. No further information is available at this time.